Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a parity error on (B)(6) 2013, the day of last remote carelink transmission.

Event description:
It was reported that the implantable pulse generator (ipg) listed two new atrial and ventricular high rate episodes. When the clinician went into episode detail invalid message occurred. No other changes or messages given by the device. It was noted that the patient was recently hospitalized, unsure of procedures or tests that occurred during the hospitalization. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x 2 implantable pacing leads, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.